Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The site reported that something in the operating room (or) likely moved to cause the imprecision following the initial registration.

Event description:
A medtronic representative, on behalf of the site, reported that an imprecision of 4-5mm was observed while navigating. The site confirmed that the vertek arm did not move and the mayfield being used had not moved either. The site reported that the system was accurate following registration. The site performed a new registration, confirmed accuracy and continues with the procedure. The reported issue occurred in a cranial resection. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient age, weight and gender provided.